Event description:
The customer tested her blood glucose using her contour meter and received a reading of 264 mg/dl. A lab test was also performed and that result was 135 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer's test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.